Event description:
Physician reported that pt experienced left cheek swelling/soft tissue swelling approx 3 weeks post-surgery and was placed on biaxin. Left side was explanted approx 11 weeks post-surgery due to infection. No culture was taken to identify any organism involved. Soft tissue swelling and edema lessened over the next several weeks. The left cheek implant was replaced on (B)(6) 2012, and there was no excessive swelling and tenderness only lasted 3 day post-surgery. Pt is doing very well.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. ((B)(4)).